Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level (bg) was elevated (318 mg/dl). Customer delivered a correction bolus to treat elevated levels. System check was performed with tandem technical support and the pump performed as intended. Followed up with customer two hours later, and customer reported that bg level had decreased to 231 mg/dl due to the 2 unit bolus. Customer declined any further follow up.